Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring alerted the device clinic of shock and the patient was sent to the ER. The device showed multiple shocks from noise on the rv, which was determined to be fractured. Patient has dementia and the family and physician did not want a surgical intervention. Therapy was turned off. This is all of the information that was provided to us. Should additional information become available, this event will be updated.